Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to break in aseptic technique. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, discontinued) and amikacin injection (250mg, discontinued) for peritonitis. It was reported that the pd catheter was removed, pd therapy was discontinued, the patient was discharged from being hospitalized and was transferred to hemodialysis (twice a week) 12 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. On an unknown date, the patient recovered from the event. H10: the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.